Manufacturer narrative:
(B) (4). (B) (4). Malformed clips. Eval summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and fed 2 clips with gap, 1 bypass and 3 conforming clips. In addition the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device would not fire. A new one was used to complete the procedure. No pt consequence was reported. No other details are known.